Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during follow-up in clinic, intermittent capture, decreased sensitivity and low impedance were observed due to dislodgement on the right ventricular lead. The physician removed and repositioned the lead, but the helix would not extend again. The lead was explanted and replaced. Patient was asymptomatic and in stable condition after the procedure.